Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 18-sep-2019, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4), ubd: 26-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the hcp replaced the ins last month because the patient's leads migrated down a couple levels. The md replaced the whole system and the leads were to get better coverage. Additional information was received from the rep. It was reported that the patient had called the doctor's office and then they (doctor's office) called the rep. The cause of lead migration was patient had fallen. Patient's weight was unknown.